Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop due to a driveline disconnect event. Although a specific cause for the driveline disconnect could not be conclusively determined, provided information indicated that emergency medical services (ems) was attempting to disconnect the patient from external power to transport them around the time when the driveline was disconnected. Data from the reported event date of 07jan2026 was reviewed in the submitted controller event log file. The pump appeared to be operating as intended until the driveline was briefly disconnected resulting in a pump stop lasting approximately 4 seconds. This event was associated with low flow hazard, lvad off, and driveline disconnect alarms. After the driveline was reconnected, the pump appeared to ramp back up to the stored patient speed and resumed operation for the remainder of the file without issue. No other notable events or alarms were captured, and the pump appeared to function as intended at the stored patient speed while the driveline was connected. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The IFU and patient handbook also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Furthermore, the patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review showed a driveline disconnect event causing the pump to stop on (B)(6) 2026. The pump was off for approximately 4 seconds during the event. The pump stop was seen on interrogation. The patient was being transported by emergency medical services (ems) around that time which was thought to be disconnected their driveline. The patient was not able to independently manage their equipment and did not have family with them, so they were not able to exactly say what was going on. The patient said that ems was trying to disconnect their powers to transport them, which was not due to any device related issues. The patient did not experience any more pump stop. They remained stable at home.